Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, hypertension, morbid obesity, sleep apnea and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo-provera) from 23-feb-2009 to 25-nov-2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted - it was stated that essure was not removed while surgery details were provided. Current weight 336 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 676713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, hypertension, morbid obesity, sleep apnea and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted - it was stated that essure was not removed while surgery details were provided. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received - essure implant date updated (previously reported as (B)(6) 2009) along with removal details. Event injury was deleted and case became valid. Events added - infection (bladder/ urinary tract/vaginal) type: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, abdominal pain/ cramping. Reporter and patient demographics, medical history, laboratory data were added. Suspect drug indication updated and lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.